Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system seven pts. The pt samples were retested at an alternate site and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. There are no reports or any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed preventative maintenance on in the instrument, changed the seals in the precision and wash pump, flushed the wash buffer reservoir, and ran lumwash son/inc. The fse also ran accutni precision testing. No hardware issues were noted. A definitive root cause could not be determined for this event. This is 2 of 3 separate MDR reports related to 7 pts events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-03347, 03348, 03349 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.